Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, error 32098 occurred on universal surgical manipulator (usm) 2. The customer rebooted the system twice. The technical support engineer (tse) checked the system log and confirmed error 32098 pointing to the axes controller motor (acm) board. The tse requested the customer to perform a hard power cycle, but the issue persisted. The tse advised to disable usm 2, which allowed the surgeon to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and passed normal mode. While in normal mode, heavy friction was noticed on the pitch axis. The unit failed pitch friction speed very slow on the patient side cart (psc) fixture test platform (pftp). Removed the pitch motor module and the harmonic drive's circular spline off from the unit, and a significant friction can be felt when moving the pitch axis range of motion. The unit passed direction test, carriage lissajous, sensor check, sine cycle, brake test, carriage switches, fan test and fiber test. Root cause of this failure is attributed to component failure.